Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose that was too low to register on a meter at the time of the incident. The customer was at 248 mg/dl at the time of the call. The customer used food and was given peanut butter and liquid glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that this was the 5th low that required emergency treatment in a month. The customer does not feel the lows and has stress that could be impacting their blood glucose levels. The customer stated their blood glucose went high due to treatment for the low. The insulin pump will not be returned for analysis.